Event description:
It was reported that the patient died unexpectedly. The physician requested interrogation of the implantable cardioverter defibrillator (ICD). Cause of death was unknown. It was unknown if the ICD system was suspected to be related to the death. No additional information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).